Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 9 (overfill alarm) while attempting to load a cartridge. Customer stated that when the cartridge was removed there was insulin on the cartridge. Customer was able to successfully load a new cartridge on the pump. In addition, it was reported that the customer received an inaccurate fill estimate after loading approximately 300 units of insulin. Customer successfully loaded a new cartridge onto the pump and received an accurate fill estimate. Customer had elevated blood glucose levels (450 mg/dl). Customer delivered a manual injection to bring blood glucose levels back to target range.